Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, the following findings were noted by service: foreign material found in the forceps elevator. Furthermore, the following were noted on the device during inspection: initial leakage and electrical safety tests were performed: leak found in the ch (channel) tube, bending tube is deformed and c-cover is dent. C-cover did not passed the insulation test aw-cylinder has discoloration, s-cylinder has discoloration, adhesive around objective lens has discoloration. Switch box has scratch, light, guide, grip , s-cover, connecting tube has scratch, and u/d and r/l (up/down/right/left) knob have scratches. Control unit is shaved, l arm corroded, s-cover has a crack, light guide lens has crack, sw1 (switch1) has a cut, el connector is dirty and s-connector is dent. Due to damage on ch-tube, water tightness is lost. Universal cord has coating peeling due to a crack on c-cover, insulation resistance value at distal end does not meet the standard value . Service repair noted that the findings found on the device are attributed likely a result of wear and tear and customer handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with an issue of sheathing is defective (soft). The issue found during an unknown event. There was no patient harm or injury reported on this event. No user injury reported. Device inspection found foreign material on the forceps elevator. This report is being submitted for foreign material observed on forceps lever during device evaluation.

Event description:
The customer provided additional information: the subject device was used on multiple patients. Two patients developed cholangitis after procedures involving the subject device. The infections were discovered (B)(6) 2022. The patients were treated with antibiotics and reported as 'doing well' at this time. The facility reported no positive test results have been obtained from the subject device to date. This event involves 2 reports: (B)(6): patient 1 infection (B)(6): patient 2 infection this report is 1 of 2 for (B)(6): patient 1 infection.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the customer. Correcting initial MDR date rec¿d by MFR to 01mar2022. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the reported infection and the device could not be determined. Although there was report of patient infection (cholangitis), a culture test was not performed because the information was provided from the user after repair work for the subject device had been completed. Therefore, the root cause could not be identified. Furthermore, the information on reprocessing steps was not provided by the user. Therefore, the root cause of the foreign material that was adhered to the forceps elevator could not be determined. This supplemental report includes information added to b3, e2, and g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. Based on the results of the investigation, although foreign material was observed at the forceps elevator, the specific material could not be identified. It could not be determined why the foreign material remained. In addition, although dirt was observed in the electrical connector, the specific material could also not be identified. No physical damage was noted where the foreign material remained. Also, the information on reprocessing steps by the user was not provided. Therefore, the root cause of these issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.